Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 5: it was reported that the filter leaked during chemotherapy. No injury reported.

Manufacturer narrative:
Event 5: this report has been identified as b. Braun medical internal report number (B)(4). Based on the data from the investigation, it is recommended by the supplier of the air eliminating filter to avoid infusing solutions with surface tensions at or below 27 dynes for longer than 2 hours. Vent hole fluid exposure or infusion of low surface tension fluids may cause the filter membrane to wet out and result in vent hole leakage. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.